Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was not returned for investigation. However, log file analysis tool was utilized. Logs shows that alarm 401 (inspiration valve / device leaky) triggering intermittently since 21/08/2022 10:18:44 together with alarm 317 (hardware failsafe failed" and error 4). Inspiration valve test performed at 25/09/2023 09:52:52, but the step position test failed. It has been determined that the issue was due to a defective inspiration valve nt.

Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire medical advised the customer to perform zero calibration and take the screenshot of adc count. Perform the inspiration valve/block test as per instructions provided and send the logs to us for analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 getting technical failure 401 (inspiration valve or device leaky) alarm. Furthermore, there was no information regarding patient associated with the reported event.